Manufacturer narrative:
(B)(4). The edwards commander delivery system was returned for investigation. During visual inspection longitudinal and radial tears were observed on the inflation balloon. No balloon pieces were missing. There was no stretching, surface scratches, or defects observed on the balloon and no other visual abnormalities were noted. Due to the condition of the returned device, no applicable functional testing relating to balloon burst could be performed. Wall thickness measurements were taken along the balloon tear. These measurements were taken to ensure that balloon wall thickness was within specification as a thin-wall balloon could potentially contribute to a premature or irregular burst. The balloon wall thickness measurements met the single wall thickness specifications. A review of complaint history from september 2015 to august 2016 revealed similar returned complaints for the commander delivery system for balloon burst. The occurrence rates do not exceed the control limits for the trend category ¿balloon burst¿. A review of the lot history for work order (B)(4) revealed one similar complaint for the commander delivery system related to balloon burst. During manufacturing the delivery system balloon dimensions are 100% inspected for critical drawing specifications, including balloon diameter and wall thickness. Additionally, the balloon component is 100% inspected visually for defects including witness lines, contamination, crow¿s feet, scratches, gel-spots, and fish eyes. During manufacturing, the delivery system undergoes the following inspections: · during the pleat and fold process, the inflation balloon is visually inspected for scratches and distorted/pinched folds. · the fully assembled device is 100% visually inspected for visual defects such as mechanical damage, kinks, cuts, and contamination. · the commander delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Furthermore, the manufacturing lot underwent product verification testing. Visual inspection was conducted prior to functional testing for physical defects such as kinks or cracks. Balloon burst pressure test was performed on sample devices under a sampling basis during product verification testing. The burst pressure of the tested units was measured and the lower tolerance limit met the statistical requirement for balloon burst pressure. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed based on the condition of the returned device. Per the description of the event, moderate calcification was present on the native annulus and native leaflet with mild aortic root calcification. Based upon the reported calcification, it is suspected that the failure mode is likely due to patient factors (calcification). No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the august 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported, during deployment of a 26 s3 valve by tf approach the inflation balloon ruptured. The patient was hemodynamically stable and the valve was deployed in good position and well opposed.